Manufacturer narrative:
See attached summary memo of evaluation.

Event description:
The dental implant fx4508swc was removed on (B)(6) 2017 due to failure to osseointegrate 7 months and 20 days after implantation. The doctor indicated that peiodontal disease may have caused the implant removal. The patient has no significant medical history and has been recovered without complications.